Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was noted by tandem technical support that the customer received an occlusion alarm. There was no impact to the customer's blood glucose levels. Customer reported not remembering any details when the alarm occurred; however pump history indicated customer went through a load process after alarm annunciated. Due to the reported occlusion alarm occurring in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.